Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 400mg/dl. The customer treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 168 mg/dl at the time of the call. Troubleshooting was performed and assisted customer with priming the pump. Customer declined to troubleshoot for high blood glucose and no further details were given.